Manufacturer narrative:
(B)(4). Clarification age: 48 years old. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photographic evaluation: visual analysis of the photographs identified a device with red particles in the surface of the shell, the device appears to be with opening and the device is inside of the bag. No labeled by side explanted. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported left side rupture. The device has been explanted.